Manufacturer narrative:
(B)(4). Batch # p57g47. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damaged and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. Fourteen staples were noted to be protruding; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification. Was the device stuck on tissue when the "slide lock did not open"? Are you referring to the tissue retaining pin as the "slide lock" ? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during a low retinosigmoidectomy distal, the device had a defect, the side lock did not open, it was not possible to use it and it was requested to replace it with another like device. There were no patient consequences reported.